Manufacturer narrative:
The reason for this revision surgery was to remedy pain and joint laxity after 4.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fifth complaint for this part number: two due to infection, one for stability/poor joint issues, and one for a missing screw. This is the first complaint for this lot number. The root cause for the pain and joint laxity was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the pt suffered from knee pain and some laxity in flexion. The surgeon decided to implant a larger insert.